Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the rv defibrillator and superior vena cava (svc) portions of the right ventricular (rv) lead exhibited intermittently high impedance readings. The svc was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.